Event description:
The user reported that the switch smoked when it was plugged in. Upon inspection, we hound that the 30 year old unit had a switch with carbon deposits on the contacts which caused the smoke.

Manufacturer narrative:
The user reported that the switch smoked when it was plugged in. Upon inspection, we found that the 30 year old unit had a switch with carbon deposits on the contacts which caused smoke. The switch design was changed many years ago. Our current design does not have the same style of switch mechanism which eliminates the possibility of carbon build up.